Manufacturer narrative:
H.6. Investigation: DHR was performed and no records of this incident were found. The photos returned were evaluated and it was not possible to confirm the reported defect. During the investigation, there were no elements that could demonstrate failures related to the structural problems of the unit, that is, during the temporary storage in the factory that could result in the occurrence, the material undergoes evaluation of the pallets at the moment that is preparing the material to load. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of ser plastipak 5ml ll 40x8 al experienced scale marking issues noted prior to use. The following information was provided by the initial reporter: lot: 9015732 event: units with double impression are observed. Lot: 8057776 event: 1 damaged box. Lot: 8269955 event: 9 damaged boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9015732. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-01-15. Medical device lot #: 8057776. Medical device expiration date: 2023-02-28. Device manufacture date: 2018-02-26. Medical device lot #: 8269955. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-09-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of ser plastipak 5 ml ll 40 x 8 al experienced scale marking issues noted prior to use. The following information was provided by the initial reporter: lot: 9015732 event: units with double impression are observed. Lot: 8057776 event: 1 damaged box. Lot: 8269955 event: 9 damaged boxes.